Event description:
It was reported that this inflatable penile prosthesis (ipp) is exhibiting deflation issues. The patient states that it seems that he always has a semi-erection. The device remains implanted, and a revision appointment took place; however, no device issues nor patient complications were reported.